Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/05/2016. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Part of the intraocular lens (iol) was returned out of the insertion system. Visual inspection at 10x microscope magnification showed residues of viscoelastic solution (ovd) on the cartridge, indicating that the unit was handled and prepare for surgical use. Heavy dent/distortions and a crack were observed on the cartridge's tip. Residues of viscoelastic solution (ovd) and fibers/particles were observed on the lens compatible with handling the lens and suggesting the lens was handled/prepared for surgery. The lens was observed with one haptic broken and one side of the edge broken. The remaining part of the lens was observed stuck in the cartridge. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the injector (cartridge) tip was split. No patient injury or involvement was reported. No further information was reported.